Event description:
Report received from the USA stating that there was a "leak in the hose" of the device during surgery. There was no delay in surgery. There were no patient or user injuries reported and medical intervention was not required. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The event could not be confirmed. If add'l info is received, a supplemental report will be sent.